Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensing system was turned off when it started alarming, and would not turn back on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: regarding the incident the perfusion team had with the level alarm (red) sensor cable on a cpb procedure on (B)(6) 2018. The system set up and had no issues prior to initiation of cpb. Shortly after initiation the team received a level disconnected message in the messaging area on the central control monitor (ccm). The level was appropriate in the venous reservoir, and the team re-gelled the sensor and twisted the sensor back in place. The alarm continued to occur, therefore they opted to turn off the level detection system. This incident did not delay the surgical procedure, and there was no blood loss or harm associated with the event. The team used this same level sensor on another procedure the next day (B)(6) 2018 and confirmed that it was a level sensor cable issue.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return and additional information were unsuccessful therefore no evaluation was able to be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.